Manufacturer narrative:
Corrected data: d3 - mfg establishment name. No product was returned. A photo and video of the device was however returned for analysis. A review of the device photo and video were reviewed and the reported issue was confirmed. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.

Event description:
It was reported that the leak has occurred from the in-line filters on the cadd administration sets. The exact timing of the leak was difficult to determine, as patients went home with the cadd pump for a 46-hour infusion. The leak was typically noted upon return for pump disconnection. There was no patient injury. The event occurred while in use with a patient at the patient's home.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.